Event description:
A pump was reported to have become hot to touch, but no temperature alarms were recorded in its history. There was no adverse impact to the customer's blood glucose level. Although the pump was under warranty and eligible for replacement, the customer's contact declined the replacement and opted to wait until the pump warranty renewal for a new pump. The contact also declined additional charging supplies, stating she found them online, and mentioned she would call back if any alarms were notified on the pump.